Event description:
On (B)(6) 2025, a complaint was reported by chris o'connor regarding a scoliosis implant issue involving a 14-year-old male patient at choa scottish rite hospital. The device in question was a non-sterile, consigned distal poly reduction screw from the response 5.5_6.0 system, part number 00-1300-3xxx. The issue was discovered post-operatively in a clinic setting and involved broken screws at the bottom of the construct. Despite the breakage, the surgery was completed successfully without delay or revision, and no injury or death occurred. The broken components remain implanted, and no product is available for return or evaluation. The surgeon involved was josh murphy.